Event description:
End user claims chair would not stop and he hit a pole.

Manufacturer narrative:
End user claims chair would not stop and he hit a pole. Chair got away from end user; hand was on joystick at time of incident. Could not recall when this occurred. Unknown injury. Did not seek medical attention. End user advised he has parkinson and mentioned beginning stages of alzheimer's.